Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump broke. The customer's mother reported that the insulin pump was dropped. The customer's mother stated that the screen was cracked and they had difficulty reading the screen. The customer's blood glucose was 314 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.